Manufacturer narrative:
No button error alarm noted. However, all buttons did not respond due to corroded keypad traces. Unable to perform self-test and displacement test due to button keypad anomaly. No audio beep alarm anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was stated that there was no significant event leading to the keypad issues, but the customer added that they were caught in the rain with the insulin pump dry when taken out of their pocket. It was also stated that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.